Manufacturer narrative:
(B)(4). Date sent: 3/26/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: please clarify what is meant by ¿staples off to one side¿? After he dissected out the abscess, he saw that the base of the cecum where the appendix had been resected was wide open and the staple line/staples were only on one side of the lumen. Was there difficulty with the device in the initial procedure? No did the surgeon observe the staple form in the original operation? Yes, the staple line was observed intra-operatively and there was no concern with the staple formation. Were there any issues with staple formation? No, none that was observed during the procedure. Given finding tissue ischemia at re-op, does the surgeon believe there was a failure of the staple or was it tissue factor? Surgeon said it¿s hard to know exactly, but it appeared to be a failure of the staple line. What was the timeline of events? (B)(6) 2024 ¿ laparoscopic appendectomy performed 1 day post op ¿ patient¿s wife reported he (patient) was experiencing abdominal discomfort and also had pain in right shoulder. 5-6 days post op ¿ patient came back into hospital to be re-evaluated. CT scan showed large fluid collection near the liver. Cecum appeared to be very high up. Ir placed a drain for 3-4 days. 10 days post op ¿ drain output was less than 20. Multi drug resistant e. Coli identified. Low grade fever of 100.4 indicated need for re-imaging. Oral contrast with CT showed small amount of contrast coming out of the bowl near the cecum. (B)(6) 2024 - re-operation ¿ right colectomy patient discharged on (B)(6) 2024. Post-op follow up appointment on (B)(6) 2024 ¿ patient is doing okay how as the leak identified? CT scan with oral contrast.

Event description:
It was reported that after a laparoscopic appendectomy, patient experienced post-op leak. Re-operation, right colectomy performed. Appeared to be a failure of staple line - lumen wide open, staples off to one side, surrounding tissue ischemic. The patient did not have any comorbidities and was not taking any immunosuppressants. Patient is currently in stable condition.